Event description:
The customer reported that at the beginning of an allogenic platelet donation procedure, they received a 'hemolysis detected' alarm, and noted a red tinge to the plasma. The operator aborted the procedure. No medical intervention was necessary for this event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. The run data file (rdf) was analyzed for this event. Root cause: the signals in the run data file indicate that a rbc spillover may have occurred during the setup of the interface in the channel, before collection began, leading to the ¿potential wbc contamination detected¿ alert and non-recoverable ¿hemolysis detected¿ alarm. However, the signals in the run data file do not indicate a conclusive cause for the rbc spillover. Based on the available information, it cannot be ruled out that a falsely high entered donor hct/hgb contributed to the rbc spillover seen by the system, which could have resulted in the redtinged plasma observed by the blood center staff.

Manufacturer narrative:
Investigation: per the customer, the alarm was possibly related to the donor having a higher hematocrit than measured. The disposable set without the platelet collect bags was returned for investigation. Both the channel and return reservoir contained packed rbcs indicating that rinseback was not completed prior to discontinuation of the procedure. Both tubings to the rbc and plasma bags were heat sealed and there was blood in both bags. There were approximately 15ml of blood in the plasma bag. Cbc was performed on the contents removed from the plasma bag and the results were attached to the record. The set was visually inspected for missing parts, mis-assemblies, occlusions and kinks. No manufacturing abnormalities were noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.